Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 340 mg/dl. Customer had blood glucose level of 400 mg/dl. Customer was treated with insulin pump and insulin pen. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer did displacement verification test and high pressure test and it was passed. The insulin pump will not be returned for analysis.